Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Boston scientific technical services (ts) was consulted and recommended to bring the patient in for further evaluation. No adverse patient effects were reported. At this time, this lead remains in service.